Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset cup reamer handle was stripped. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
Follow up #2 is being submitted to updated (lot#).

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset cup reamer handle was stripped. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
Reported event: customer reported that the part stripped. Device evaluation and results: device evaluation was not performed and the offset cup reamer handle event was not confirmed. Device history review: review of the device history records indicate 2 devices were manufactured and accepted into final stock on 06-03-2013 with no reported discrepancies. Complaint history review: a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 207080, lot #: 32070413, RMA #: (B)(4). Conclusions: no device inspection could be completed as the product was not available for evaluation. CAPA (B)(4) has been initiated to address missing product. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device. Device was not returned for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the offset cup reamer handle was stripped. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.